Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to the r oot cause is contamination from facility. This would not contribute to a reportable event. Use error (contamination). No reported patient injury.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.